Event description:
Allegedly removed during the revision of another component. High activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated, if applicable. This is the same event as 1043534-2013-01429. This report will be updated when investigation is complete. This event occurred in (B)(6).